Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2016. The fse found a leak from the probe wipe rinse block. He observed that the leak occurred as it comes down to clean probe. The fse surmised the rinse block cylinder (cl3) was the issue. He replaced the cl3 with the rinse block which resolved the leak. The instrument ran without leaks and all repairs were verified per established procedure. (B)(4).

Event description:
The customer reported a diluent reagent leak of approximately 1ml from a coulter lh 500 hematology analyzer while running patient samples. The leak was not contained within the instrument. There were no errors or system messages that occurred in conjunction with the leak. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event. There was no impact to patient results or controls.